Event description:
Boston scientific received information that an invasive procedure was performed to replace this right ventricular (rv) lead due to an unkown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed 5.5 centimeters from the terminal pin and only the proximal portion of the lead was returned. Resistance tests were completed on the returned segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis could not confirm the clinical observation.